Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d), this right ventricular (rv) lead, and the right atrial (ra) lead exhibited oversensing of noisy signals. The noise on the ra channel was suspected to be non-physiological and caused inappropriate atrial tachy response (atr). The noise on the rv channel was reproducible with isometrics and caused pacing inhibition for four to five seconds. It was noted there were low amplitudes on the rv channel. Technical services (ts) discussed adjusting sensing and recommended a defibrillation threshold (dft) test. Ts also discussed that the rv and ra leads were failing and recommended lead revisions. This rv lead remains in service. No adverse patient effects were reported.